Event description:
N/a

Manufacturer narrative:
The valve was received without catheters. Residues were observed in the antechamber. Patency testing with air did not reveal any anomaly. The valve was pressure/flow tested and found within specifications. The device history records were reviewed and did not reveal any anomaly that could explain the reported event. The complaint of valve malfunction was not verified by the valve investigation, device was within pressure/flow specifications. The exact root cause of the reported clinical signs of valve malfunction 8 months after implantation could not be determined by the valve investigation. Ventricular catheter was not returned as deemed functional by the surgeon. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A specialist hydro ncc reported on behalf of the customer that there was an issue with the 909700p osv ii low pro on was (B)(6) 2019. The device was implanted on (B)(6) 2018. A second surgery was done to explant the valve. Complementary information was received on (B)(6) 2019 indicating that the clinical state of the patient was regular up to (B)(6) 2019. Since that day, there were clinical evidences related to a hypothetical malfunctioning of the valve. On (B)(6) 2019, the valve was revised: the ventricular catheter was fine. The valve was replaced with another osvii low profile.